Manufacturer narrative:
Upon receipt of this generator at our quality assurance laboratory, this device was thoroughly analyzed. During functional evaluation of the device, no error codes appeared. The generator received all the required updates and passed full functional and electrical safety testing. Based on the information available and analysis results, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that during a water vapor therapy procedure, the device displayed error messages during the priming state. The procedure could not be complete due to these errors. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.

Event description:
It was reported that during a water vapor therapy procedure, the device displayed error messages during the priming state. The procedure could not be complete due to these errors. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.